Event description:
Provider states chair had intermittent (rt and lf) motor locking up and showing motor lock up on the joystick screen 3 times day per rb tech. Item number (B)(4).

Manufacturer narrative:
Serial number given, (B)(4), was unable to be verified. It is most probably (B)(4), a 3gtsp. The part number given, 1179217, is associated with either the storm series 3g or tdxsp power chairs, both manufactured by invacare (B)(4).